Manufacturer narrative:
H4: additional: the device manufacturer date was provided as 11/13/2019. H4 of this follow up has been updated. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Manufacturer narrative:
Manufacture date is unknown and was not provided at the time of this report a review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a laser vision correction patient had surgery on (B)(6) 2020 and presented on (B)(6) 2020 with flap nasal wrinkle on the left (os) eye post treatment. The patient's chief complaint was of blurry vision. It was stated that the patient had no loss of best corrected visual acuity (bcva). On 1/16/2020 initial flap stretch was performed. On (B)(6) 2020 patient returned to clinic for follow up visit and wrinkle was still present. On (B)(6) 2020 repeated stretch with debridement. Bcva from (B)(6) 2019. Right eye pre-op 20/20 -6.75 x -1.00 x 115. Left eye pre-op 20/20 -7.00 x -.50 x 25.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.